Manufacturer narrative:
No conclusion can be drawn. The customer cancelled service call.

Event description:
The customer reported that the system was down, the table will not move, and the system displayed an error message. No report of pt injury.